Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of reviewing patient medical records and treatment data information regarding the reported blood infection and treatment with antibiotics. Water and dialysate cultures from the patients dialysis machine were drawn and were within aami limits for endotoxins. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A home therapies manager for a dialysis clinic reported a patient developed an elevated temperature and chils on (B)(6) 2014. Blood cultures were drawn and came back positive for gram cocci (enterococcus faecalis). The patient was treated with 1gm of vancomycin and was seen by an infectious disease doctor. Additional blood cultures were drawn from a different lab and the results were negative. It was unclear if the sample was drawn per or post vancomycin. No further treatment was administered. On (B)(6) 2014 the patient developed fever and chills. Blood cultures were drawn on (B)(6) 2014 and the results showed enterococcus faecalis. The patient was started on 1gm of vacomycin for 6 doses starting on (B)(6) 2014. The patient discontinued use and the product was returned to the manufacturer for investigation. The patient continues on home hemodialysis in stable condition.